Event description:
Customer alleges he ran into a cabinet when the unit didn¿t stop after releasing the joystick.

Manufacturer narrative:
A pride representative along with the provider evaluated the device and found that the settings were changed and that the inhibit was also bypassed. The device settings were reset and the device is now working properly. Should further information become available, a follow-up report will then be issued.